Event description:
On (B)(6) 2014 we have rec'd photo of a tubing imprint on a pt's lower leg. According to the contact, "a photo taken last week on a post-surgical pt demonstrating the challenges our staff face in assuring the proper positioning and padding of extremities when using the arjohuntleigh product." Ref # MFR 3007420694-2014-00032.